Event description:
It was further reported that the cause of the change in impedance was unable to be determined, and the antibacterial absorbable envelope was never implanted.

Manufacturer narrative:
Corrected: b5; d6b (product did not remain in use) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pocket revision procedure when the implantable stimulation device was placed in the antibacterial abso rbable envelope, an impedance vector of the device was low. It was noted that when the device was removed from the antibacterial absorbable envelope, there were no impedance issues. When the device was re-inserted into the antibacterial absorbable envelope, one impedance vector became high and the other vectors became low. It was noted that pre-procedure measurements showed all impedances previously within expected ranges. The antibacterial absorbable envelope remains implanted. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient may have also had an allergy to one of the antibacterial absorbable envelope antibiotics, so the implanting physician elected not to implant the envelope which was discarded after the implant procedure was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.